Event description:
On (B)(6) 2025 the user reported a blood glucose (bg) level of 377 mg/dl while changing supplies and noted difficulty in filling the tubing. The user injected 2 units of insulin manually and subsequently completed a successful supply change with new supplies, resuming insulin delivery. On (B)(6) 2025 the user reported bg levels had stabilized after replacing the infusion site and resuming insulin therapy with the ilet. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.